Manufacturer narrative:
The transmitter displays "transferring" on the cns (central network). The customer did some trouble shooting and found that the problem follows the receiver card on the org. The customer was sent an exchange receiver card. When followed up with the customer to see if replacing with the new receiver card fixed the issue, the customer reported that when going to replace the defective receiver card both the transmitter and org were working fine. The customer reported that the issue was already resolved. The customer did not know exactly what was done to correct the issue. The customer has the new receiver card that was sent to him and will replace it if the problem comes back. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The transmitter displays "transferring" on the cns (central network station).